Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered. The physician predilated the proximal circumflex (cx) using a voda l 3.0 guide catheter, a stabilizer wire, and a 3.5 mm x 20 mm quantum maverick balloon at 10 atms for 15 seconds and again at 20 seconds with a good result. The physician then successfully deployed a taxus express2 8.8% 3.0 mm x 32 mm stent at 12 atms for 12 seconds. The physician then post dialted at 14 atms for 20 seconds and waited for 30 seconds before attempting to remove the balloon. The physician met resistance upon trying to remove the balloon, so he dialed back negative on the inflation device and then to neutral. The balloon continued to be stuck to the stent. The physician then deep seated the guide catheter to the proximal margin of the stent and using considerable force, was able to remove the balloon. The pt "suffered no deleterious effects" and was sent to the ward after the sheath was removed.